Manufacturer narrative:
Device analysis report attached. This report is submitted on may 12, 2023.

Manufacturer narrative:
This report is submitted on april 18, 2023.

Event description:
Per the clinic, the patient experienced a chronic infection behind the ear which lead to exposure of implant (date not reported). The device was explanted on (B)(6) 2023. Re-implantation is planned but had not taken place at the time of this report.